Manufacturer narrative:
Device is combination product. Patient dentifer: (B)(6). Device evaluated by MFR: the complaint device has not been received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). It was reported that during a stenting treatment procedure, vessel dissection occurred. The patient presented with stable angina (ccs class 2) and underwent cardiac catheterization which revealed 4 target lesions. The first lesion was 75% stenosed and 14mm long located in the first right posteriolateral coronary artery (rpl) with a reference vessel diameter of 3.0mm. This was treated with direct stenting using a 3.0x16mm taxus liberte stent resulting in 0% residual stenosis. The second lesion was 95% stenosed and 20mm long located in the proximal right coronary artery (rca) with a reference vessel diameter of 3.5mm. It was treated with direct stenting with a 3.5x24mm taxus liberte stent resulting in 0% residual stenosis. The third lesion was 95% stenosed and 15mm long and was located in the first obtuse marginal (om1) with a reference vessel diameter of 2.75mm. It was treated with predilation and placement of a 2.75x20mm taxus liberte stent resulting in 0% residual stenosis. The fourth lesion was 95% stenosed and 14mm long located in the proximal left anterior descending (lad) with a reference vessel diameter of 3.0mm. It was treated with predilation and placement of a 3.0x16mm taxus liberte stent. A grade "d" dissection occurred post stent placement. This was treated with a 3.0x12mm taxus liberte stent resulting in 0% residual stenosis and timi-3 flow. The event was considered resolved without residual effects. The patient was discharged 11 days later on aspirin and prasugrel.